Event description:
The facility reported a flo-gard infusion pump with "door drawer broken." According to the facility, this event occurred in the medicine a area. The facility did not have information regarding patient involvement or whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Conclusion code 63 is being removed. The door was repaired to address the customer reported condition. However, due to an additional condition of a battery problem (report # 6000001-2012-09476) and the dual channel flo-gard batteries being on back-order; no battery repairs have been made and the device has not yet been returned.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a door drawer broken was confirmed during product evaluation. The root cause of the reported problem was determined to be a broken door. The pump door was replaced to correct the reported condition. A service history review revealed no previous service events were related to the reported condition. However, during previous service the door was replaced.